Event description:
It was reported that the customer has passed away in a hospital. The spouse stated that the customer was admitted to the hospital on (B)(6) 2015 for strep throat complications as well as a heart attack. The customer passed away on (B)(6) 2015. The cause of death was heart attack. The customer had heart disease and kidney failure. The customer's exact blood glucose at the time of death was unknown, but the spouse stated that it was in the normal range. The customer was not wearing the insulin pump at the time of death. The customer was not wearing the insulin pump upon admittance to the hospital on (B)(6) 2015. The customer was not using sensors and was not wearing one at the time of death. The caller stated that he donated the insulin pump to the customer's health care provider's office. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.